Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during an unspecified drain. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, the patient indicated that they disconnected without following proper procedures then reconnected using aseptic technique. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error during a system error 2240, where the home patient stated that they disconnected from the device during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. This guide provides step-by-step instructions for properly disconnecting during emergencies. The guide provides instructions for properly opening the transfer set. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.